Manufacturer narrative:
An event regarding wear involving an insert was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 30-nov-2017. It states "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Explantation damage was observed on the insert. Areas with no machining lines were observed on the distal surface of the insert. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmpwe. Outline of the damages on the condyles can be seen. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. A material analysis has been performed. The report concluded: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmpwe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: this patient had a cr type of femoral component with a cr type of tibial bearing insert and thus would be dependent upon a minimum of functionality by the pcl. A principal contributor to the present knee instability was the excessively high posterior tibial slope of the baseplate with an angle of 15°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: this patient had a cr type of femoral component with a cr type of tibial bearing insert and thus would be dependent upon a minimum of functionality by the pcl. A principal contributor to the present knee instability was the excessively high posterior tibial slope of the baseplate with an angle of 15°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°.no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient went to out clinic with pain. The patient needs a knee revision due to poly wear.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient went to out clinic with pain. The patient needs a knee revision due to poly wear.